Event description:
It was reported that the device reached elective replacement indicator and that premature battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4193 implantable pacing lead 2008 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).